Event description:
There was toggle in the insert after it was assembled with the baseplate. The insert was removed and cleared of soft tissue. There was still movement after reinsertion of the insert. Another insert was available and was assembled with no complication. There was no adverse consequence for the patient.

Manufacturer narrative:
Summary of evaluation: the examination results, although inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related.